Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report of "defib disabled" was duplicated and attributed to the integrated circuit on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The customer's report of "ECG disabled" was duplicated and attributed to the loose shields on the analog board. The analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.